Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was the patient inquired about their device data and wanted to know if their leads were MRI compatible; the agent reviewed information. While discussing device data, the patient mentioned they had 2 implants put in, and one was done within 2 years of the 2014 implant; agent was only able to find one replacement on file, for a lead, which was in 2015. Patient said they had a "lead pulled," which agent understood happened in 2015. Due to discrepancies and confusing dates provided by patient, agent left date validity as 'asked, unknown.' The patient also mentioned they had lost their recharging equipment and programmer, and described having the wireless recharging paddle and dock (patient mentioned something about charging for 8 hours, but agent had a hard time understanding what they were talking about). Patient also requested a new ID card; (at end of call). Agent transferred patient to patient registration services (prs) to update address and request ID. The agent redirected the patient to their healthcare provider to further address the issues since they had not been able to charge their ins in a while, as the ins could be over discharged; additionally, if their records of implanted devices conflicted with patient's ID card, they should send updates. The agent called the patient back to further explain the possibility of over discharge (and possibility of eos, due to implant date), and suggested they contact hcp and field representatives (rep) to check ins before replacement equipment would be sent. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.